Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the ICD also exhibited high pacing thresholds.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylatically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
The reported field event of high capturer threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.